Manufacturer narrative:
H3: one device was received. A visual inspection found that the battery compartment was cracked, confirming the customer reported complaint. The battery compartment, springs, pogo contacts, separators, gaskets and insulator were replaced to correct the issue. Upon further investigation, it was found that the downstream occlusion (dso) seal was delaminated. The dso seal was replaced. A previous repair was completed on (B)(6) 2024, for ¿dso seal degradation¿. Based on the review of complaints it was determined that the previous repair is not related to the current complaint.

Event description:
It was reported that the battery compartment was damaged. The event occurred during testing. No patient involvement was reported.